Event description:
Related manufacturer reference number: 1627487-2022-02354. It was reported the leads migrated. X-rays confirmed the issue. In turn, the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.